Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID 37714, serial# (B)(4), product type implantable neurostimulator.

Event description:
Information was received via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for other non-malignant pain and spinal pain. Information was reported that a patient had went to her pain doctor complaining of pain at an old incision site. There were no reported factors that may have closed this issue (falls, emi, patient compliance). An x-ray was taken of the area where she had pain and nothing abnormal seen. Surgery to explore cause of pain was done at site of previous incision. Scar tissue had developed around lead and this is what was thought to be causing pain. Scar tissue was removed. The issue had been resolved at the time of this report. No further complications were reported. No additional patient symptoms were reported.